Event description:
It was reported that the system controller was exchanged, and the reason was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be supplemental information to another reported event. The final report and investigation findings will be submitted under MFR # 2916596-2023-06416.